Manufacturer narrative:
The insulin pump passed the displacement, rewind, and prime tests. The device alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The motor may have had intermittent failure that was not detected during testing. The device was received with cracked reservoir tube lip, minor scratches on the display window, and cracks on the battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during rewind. Customer's blood glucose was 159 mg/dl. Troubleshooting was performed. Customer reported the device was dropped as a significant event that may have caused the device to alarm. The device was not exposed to an MRI and customer was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.